Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the administration port when the bag was hung during preparation. It was further specified that the bag started leaking when the end was twisted off to spike the bag; the bag was not sealed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between may 21, 2019 to may 22, 2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water and no issues were noted; no leak was observed of the spike port or spike port cap with a spike securely connected to the spike port. Without spike, a leak was observed at the unblocked used spike port. The membrane was correctly spiked until the shoulder of the spike was level with the port and securely attached to the spike port and no leak was verified on the used sample. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.